Manufacturer narrative:
(B)(6).

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue.